Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but not confirmed. No intervention has been performed. The patient was stable.